Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Technical services (ts) discussed possible causes. X-rays were performed and the lead appeared to be fully inserted. However, the electrode noted to be more superior. Isometrics was performed and the noise could be re-created with left arm motion. Ts recommended possible lead revision to pull the electrode down to give more slack. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise. Technical services (ts) discussed possible causes. X-rays were performed and the lead appeared to be fully inserted. However, the electrode noted to be more superior. Isometrics was performed and the noise could be re-created with left arm motion. Ts recommended possible lead revision to pull the electrode down to give more slack. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this electrode was explanted and replaced successfully. No additional adverse patient effects were reported.